Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive and cable to cine bridge board were evaluated and replaced. The cine drive was reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a 'cine disk not available' error upon boot up. This would prevent the cine function from operating, causing a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death.